Manufacturer narrative:
The patient is reported to have very thick skin with many skin folds which are thought to have contributed to the instability of the device during the initial healing phase. There is not reported to be excessive fatty tissue, however the patient is reported to have minimal core strength, thus the lack of stabile tissue may have also played a role in allowing the device to migrate during healing. An abdominal binder was introduced during the initial follow-up visit on (B)(6) 2025 however the ipg had already rotated and thus the binder was minimally effective. The binder was placed immediately after the revision procedure to assist with holding the ipg stable during healing. The new ipg was also placed closer to the spine to provide a location with fewer skin folds.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. During a post-op follow-up visit on (B)(6) 2025 the system was found to have inconsistent communication between the ipg and the external therapy discs. Palpation of the ipg confirmed that the device had migrated within the pocket so that it no longer sat parallel to the skin surface. The system was able to be activated and confirmed to provide good pain relief, however the patient reported the intermittent disconnections were frustrating and requested correction. On (B)(6) 2025 the original incision site was opened, the existing ipg was removed from the pocket, and a new ipg was placed in a more midline position. An abdominal binder was applied immediately after the revision to assist with stability during healing.